Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
During a c5-t1 acdf procedure, the surgeon inserted the plate and the screw. Then the surgeon then backed out the screw for placement and the locking clip of the ti vectra plate ((B)(4)) broke. The broken fragment was retrieved. In addition, during the procedure, the central pin of the extractor screwdriver broke off and the broken fragment was retrieved as well. Surgeon used a cslp construct to complete the procedure with no further problems. No adverse effect to the patient. This is report 1 of 1 for event #(B)(4).